Event description:
The customer complained the devices intermitently display excessive signal while attempting to monitor pts. The rptr indicated the excessive artifact has caused delays in the delivery of pt care. The rptr stated there were no serious injuries or pt deaths related to the reported malfunction. Add'l serial no: 2858.

Manufacturer narrative:
Section h the customer has not returned the devices to service.